Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels displayed as "high"; cause unknown. Reportedly, due to the elevated bg levels, the customer experienced stomach pain and vomiting. The customer preformed a supply change and administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
D9, d10, e4, g2, h3, h8; h10: no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.